Event description:
Hospital advised that pump alarmed and displayed "channel error." The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. There was no patient consequence.